Event description:
It was reported the patient with this neurostimulator had to turn their device off twice for testing and recently turned it back on. The patient has lower back pain and, in the past, turned their device off to rule out overstimulation, but still experienced back pain. The patient will follow up with the physician regarding the pain. The patient will hold a week with their current setting and if not 50 percent improved, they will call for further discussion. The patient prescribed anti-inflammatory & pain medications that they did not take. The patient is seeing a physical therapist for this issue. Since turning the stimulation back on, it has not caused worsening back pain. There were no additional patient complications.

Manufacturer narrative:
Block d2b: product code: additional product code qon. Block g4: premarket / 510(k) #: additional premarket/510(k) p190006. Block d4: UDI for concomitant product, tined lead: (B)(4). Block h11: investigation details: the device was not returned for analysis; therefore, a technical analysis could not be performed. Good faith effort attempts were made to try and retrieve the device, but it was confirmed the device is still implanted. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of pain was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.

Event description:
It was reported the patient with this neurostimulator had to turn their device off twice for testing and recently turned it back on. The patient has lower back pain and, in the past, turned their device off to rule out overstimulation, but still experienced back pain. The patient will follow up with the physician regarding the pain. The patient will hold a week with their current setting and if not, 50 percent improved, they will call for further discussion. The patient prescribed anti-inflammatory and pain medications that they did not take. The patient is seeing a physical therapist for this issue. Since turning the stimulation back on, it has not caused worsening back pain. There were no additional patient complications.

Manufacturer narrative:
Product code (d2b) - additional product code qon premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006 UDI for concomitant product, tined lead: (B)(4).